Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that escape button was no working. The customer stated that there is no significant events leading to the alarm and keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: no button error alarm during testing. However unit had intermittent escape and up button response due to corroded keypad traces. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.